Manufacturer narrative:
Evaluation in progress but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump occlusion was difficult to set. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a patient as a result of this event.